Event description:
It was reported that this pacemaker device exhibited atrial undersensing of low wave measurements during what appears to be an atrial fibrillation (af) episode. The undersensing observed resulted in a delay to atrial tachy response (atr) mode switch. Evidence suggests that current programing settings selected for this patient may be the cause of the reported observations, so reprogramming options were provided by technical services (ts). No adverse patient effects were reported. The device remains in service.